Manufacturer narrative:
Unfortunately, no exact product number and no lot number were reported. Additionally, no product samples were provided for evaluation. Consequently, we were unable to determine the root cause of the issue reported. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.

Event description:
Dr reports difficulty when charging needle, as well as sample being flung off needle tip, upon trying to retrieve sample. During rep visit, dr also spoke of an increase in the rate in peri-capsular, post-kidney biopsy hematomas, but is not sure of the reason. There have been eight such incidences of hematomas in 2009, but no information available regarding the exact catalog number(s), lot number(s) or event dates.